Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. The device received with cracked case(battery tube) and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. Customer's blood glucose level was unknown. It was also reported that there was crack across the battery compartment. No other information was provided. The customer was advised the insulin pump has to be replaced and revert to backup plan per healthcare provider's instruction. The device will be returned for analysis.